Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This supplemental report is being filed to include product investigation details.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to exhibiting high out of range pacing impedances, pacing inhibition and removal difficulty associated with helix retraction issues. This lead was tested with both the pacing system analyzer (psa) and connected to the can, in which out of range measurements were recorded in both unipolar and bipolar configurations. A new lead was successfully implanted. No adverse patient effects were reported.